Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h usage of device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer recovered and resolved the issue with the help of management to pull the medstation performance analysis report (mpar) pocket replacement suggestion. The fse stated that there was a bad pocket in the drawer and worked on getting the suggested pocket replacement list to the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.